Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a ngen rf generator, world wide configuration and an issue with ablation unable to stop occurred. During the afib procedure, using ngen qdot, the foot pedal did not stop after being released. It lasted three seconds more. The system was restarted, and it worked fine thereafter. There were no issues with the carto 3 system and the pump. The generator parameters were set to q mode: power 50w, temperature 47 target/55 threshold. The system did not stop ablation when any of the cut off values were exceeded. The foot pedal was not stuck. The system eventually stopped by itself. There was no patient consequence. Additional information was received on 22-mar-2022. According to the bwi representative, it is difficult to have an exact answer regarding how long the delay was between cut off value reached and ablation termination. It was approximately around 2 or 3 seconds , just enough time to say ¿what, it didn't stop ablating.¿ the ablation unable to stop issue was assessed as a MDR reportable product malfunction. The ablation cannot be stopped so the potential risk for perforation and heart block is high.

Manufacturer narrative:
Additional information was received on (B)(4)2022. It was reported that a qdot catheter was used with the ngen generator. Therefore, the concomitant product section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
The hardware evaluation was completed on 10-may-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a ngen rf generator, world wide configuration and an issue with ablation unable to stop occurred. During the afib procedure, using ngen qdot, the foot pedal did not stop after being released. It lasted three seconds more. The system was restarted, and it worked fine thereafter. There were no issues with the carto 3 system and the pump. The generator parameters were set to q mode: power 50w, temperature 47 target/55 threshold. The system did not stop ablation when any of the cut off values were exceeded. The foot pedal was not stuck. The system eventually stopped by itself. There was no patient consequence. Hardware investigation details: it was stated that the unit was performing as intended when the system was restarted. However, the system logs were reviewed, and a software configuration problem related to the issue mentioned by the customer was detected. An investigation was performed, and based on the log files, it was confirmed that the console detected the pedal release and stopped the ablation at the expected time. Since the monitor processed the status replies from the console at a large delay, it appeared to the user as if the ablation was 3 seconds longer than expected, when it was actually stopped. A review of the carto logs confirmed no energy was delivered to patients. A software defect was discovered that has been addressed in v2. A device history record evaluation was performed for the finished device [fg21450002] number, and no internal actions related to the reported complaint condition were identified. Based on the original work order and the system for assets and accounts, the serial number of (B)(6) has been identified as the correct serial number. Therefore, the d 4. Serial and h4. Device manufacture date have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).